Event description:
New information received indicates that surgical intervention was performed and a loose header on the associated device was observed. The existing rv lead was attached to a new device however noise was observed. The patient is reported to be under palliative care due to terminal cancer. The lead remains in service.

Event description:
New information received indicates that this lead has had intermittent but recurring instance of high out-of-range impedance measurements. The patient will continue to be monitored.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited out-of-range impedance measurements. Current measurements are within range. The lead was tested and performed normally. The patient is not pacemaker dependent. No adverse patient effects were reported. The lead remains in service and the patient will be monitored.